Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log review confirmed air in line occurred. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty air detector. The air detector was replaced. Service history review identified a previous service on (B)(6) 2024 that was related to this event at which time the air detector was replaced.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for air in line when there was no air in the line. The product fault occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.